Event description:
Patient has been using omnipod, and was upgraded to dash. She flew in a private plane at 8000 ft and experienced several severe low bg without bolusing. The following day an episode of hypoglycemia again reoccurred on her way back home, again at 8000 ft. The patient suspected her hypoglycemia was related to a new dash. She was using omnipod over the last several years and was flying the same plane using classic system. No episodes of hypoglycemia had occurred before. FDA safety report ID# (B)(4).